Manufacturer narrative:
The c4614s cusa excel 36khz curved extended standardtip was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The alleged amplitude issue could have been caused by a wide variety of possible factors, however without having been present at the time it occurred, and without the return of the product for functional testing, it is not possible to determine the root cause with certainty. The most probable root cause is generally use error and/or mishandling leading to the tip becoming damaged, which could cause an amplitude error, even if it is microscopic damage. The cusa excel user guide provides guidelines for proper set up, testing and use of the cusa tip, and warns against certain conditions, which often lead to partial or full amplitude reduction and/or a tip alarm. No relevant capas were discovered, and no other actions have been identified relating to this issue. No manufacturing, workmanship, or material deficiency was identified for correction because of this complaint investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report number 3006697299-2025-00096: a facility reported that during an "s6 segmentectomy", the physician stopped using the cusa excel 36khz curved extended standardtip (c4614s) due to an output error during test. There was more than 30 minutes surgical delay, but no adverse consequences to the patient observed.

Manufacturer narrative:
. Additional information received: the error occurred before surgery. Investigation findings: the cusa excel 36khz curved extended standardtip (c4614s) was not returned; therefore, failure analysis is not possible. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The alleged amplitude issue could have been caused by a wide variety of possible factors, however without having been present at the time it occurred, and without the return of the product for functional testing, it is not possible to determine the root cause with certainty. However, the most probable root cause is generally use error and/or mishandling leading to the tip becoming damaged, which could cause an amplitude error, even if it is microscopic damage. The cusa excel user guide provides guidelines for proper set up, testing and use of the cusa tip, and warns against certain conditions, which often lead to partial or full amplitude reduction and/or a tip alarm. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.